Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that preliminary log analysis found the gantry positioner motion controller was at fault. To restore functionality, the controller was replaced.. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry motion was not readying at startup of the imaging system. It was noted that the gantry would not move in the x and y directions. There was no patient present when this issue was identified. No additional information was provided.